Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was sent to the supplier for evaluation. The evaluation reports indicate: the active tip looks in an as expected used condition no visible debris in the suction port at the distal end saline residue can be seen in the suction tubing the customer¿s claim of the ¿the suction feature of the electrode did not work at all¿ could not be substantiated. The device passed all electrical and functional tests without issue. This complaint cannot be confirmed. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaint is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during a subacromial decompression treating shoulder joint contracture the suction feature of the vapr premiere 90 electrode did not work at all. Suction noise did not come from the unit. The surgeon completed the procedure with a replacement without any other issue. It was brand new and the first use when the issue occurred. There was no harm to the patient. No further information is available. Additional information received from affiliate reported the device is available and will be returned to depuy mitek for evaluation.